Event description:
The patient reported that on the morning of (B)(6) 2012, the down arrow keypad button became unresponsive. She confirmed that the keypad is intact. The patient stated that she wears the pump underneath clothing and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6): evaluation revealed that the contrast and down arrow keypad buttons were intermittently responsive and required excessive force to activate a response. Evaluation revealed that the keypad rubber was intact. There was evidence of keypad contamination found under all key contacts.